Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 58-year-old female patient presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. During the procedure, there was blood leaking around the graft locks. While the patient was in the intensive care unit (ICU), the patient had renal failure requiring dialysis. Two months after impella insertion, the device was removed with a bridge to a heart transplant. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 3.3l/min as intended. Renal failure is a known adverse event associated with impella's mechanical support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
After further review the impacted product updated to graft lock from introducer d1 and d4 revised.